Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident attempts were made to obtain complete patient information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the implantable pulse generator (ipg) turns on and off by itself. Troubleshooting did not resolve issue. Surgical intervention may be pending to address this situation.